Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: on (B)(6) 2020: 120 mg/dl(aviva), 294 (guide), 204 mg/dl (guide). On (B)(6) 2020: 243 mg/dl (guide), 111 mg/dl (aviva).